Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was received for evaluation. The visual inspection and pressure testing were unable to confirm the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a cassette experienced breakage. The exact location of the breakage was not reported. The patient found solution on the table where the homechoice was located. This observation was made outside of patient use. No additional information is available.